Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate atp therapy. It was noted that this occurred due to inappropriate device programming. Programming changes were made to resolve the issue. No further information was reported.